Event description:
The customer reported that, during a laparoscopic sleeve gastrectomy, an error indicating defective probe was triggered by the subject device. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the tissue pad in the grasping section was torn with a missing part. This report is being submitted for the malfunction found during evaluation (tissue pad missing).

Manufacturer narrative:
During inspection and testing, the tissue pad in the grasping section was torn with a missing part. The metal part of the grasping section was visible through the tissue pad. There was a mark on the probe where it came in contact with the non-insulated area of the grasping section and was abraded against it, and the probe was scratched. A review of the device history record found no deviations that could have caused or contributed to the missing tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was missing because output was activated in seal & cut mode while grasping nothing with the grasping section and the probe tip, or output activation continued after transection of tissue. The tissue pad was worn away causing the non-insulated area of the grasping section to touch the probe. Then seal & cut output was activated with the non-insulated area of the grasping section touching the probe which caused the error and the contact marks on the non-insulated area of the grasping section and the probe. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. The reported issue (defective probe error) was confirmed during testing. In addition, the coating of the grasping section and probe were partially peeled off due to something hard being used to scrape off dirt or a burn. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.